Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 roller pump displayed an error message and stopped during procedure. There was no report of patient injury.

Event description:
See initial.

Manufacturer narrative:
A livanova field service representative was dispatched onsite to investigate. The reported issue could be confirmed and a cap to an IV line caught in the raceway of the s5 roller pump was found. The cap was removed and subsequent functional verification testing found no further issues. All functions worked properly. The biomed was satisfied with the repair and returned the unit back into service. However how the cap entered into the raceway could not be determined. Nevertheless the cap was causing the reported error message.